Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 125 mg/dl. Customer was in the hospital and the nurse practitioner tried to operate the insulin pump but he also had the same problem with the insulin pump. Customers stated that numbers were ramping on their own and scroll bar was not moving with no input. Customer stated that the insulin pump seems to be frozen and none of the buttons were not working. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection.